Event description:
It was reported that the clinician suspected that the patient's heart rate was below the programmed rate of sixty beats per minute. In addition, there was a possible high threshold noted with the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.